Event description:
It was reported that the patient presented at the emergency department due to chest pain. Upon device interrogation, it was found that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited noise and a failure to capture. A computed tomography (CT) scan revealed that the patient's rv lead had perforated through the right atrium. The ra lead was explanted and successfully replaced. The patient was stable.